Event description:
Based on information obtained, the patient's scs system was explanted on (B)(6) 2019.

Event description:
It was reported the patient experienced pain at the ipg site. Field representative met with the patient and reprogrammed the device. Subsequently, the patient may be awaiting surgical intervention.